Event description:
Pt paged rn to report they were unable to flush midline. Rn went to visit pt and was also unable to flush cath or instill urokinase. The nurse had been instructed not to flush with heparin. Midline pulled by rn and black, fibrous, "think adhered to catheter. It was approx 4 inches from the insertion site inside the ulea. Midline cathether was saved. Co rep was notified to pick up catheter for testing.